Manufacturer narrative:
(B)(6) was contacted and asked to recount his discussion with the surgeon. It was reported that the surgeon drilled the accuport® into the patient without difficulty. When he tried to inject, he was met with a lot of resistance. The cannula was fully removed before being placed back in the body, through the same portal, and re directed. In its new position, the surgeon was able to inject the desired amount of accufill® bsm. After injecting, the surgeon tried to replace the stylus. He was successful for the most part, but was unable to get the two pieces to click together. The surgeon left the accuport® cannula as it was and returned to arthroscopy. In the process of flexing and extending the knee, the surgeon reported that he heard a popping sound. When he removed the accuport® cannula, after completing the arthroscopy, he found that it had broken near the tip. The surgeon chose to not try to retrieve the broken part and instead leave it in the body. It is unknown how much arthroscopy was done before or after the injection of accufill® bsm or where the break in the cannula occurred. There was no indication of extravasation or long term harm to the patient. Device not returned.

Event description:
Broken cannula tip inside bone.

Manufacturer narrative:
This supplemental is due to a correction to a serious injury from a product malfunction.

Event description:
Broken cannula tip inside bone.